Manufacturer narrative:
Non conforming staple stack. Eval summary: the analysis showed that one ems instrument was returned with the cartridge nose broken and therefore, would not feed the staples, the staple stack was found to be misaligned. No functional test was performed. While no conclusion could be reached as to how the cartridge nose became damaged, we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were noted during the mfg process.

Event description:
It was reported during a hernia repair procedure that the staples would not release. Another like instrument was used. There was no adverse pt consequence.